Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was shoots out during prime few times. The customer¿s blood glucose was unknown. Customer stated that they received random no delivery alarm and failed battery test. The device will not be returned for analysis.